Event description:
Same case as MFR report #: 2134265-2010-01036. This complaint is now reportable based on analysis completed on 2/4/2010. It was reported that during a percutaneous coronary rotational atherectomy procedure, the devices became tangled. The lesion was located in the right coronary artery. Following one ablation run, during an attempt to remove the 1.75mm burr, the rotalink burr and floppy rotawire were tangled. However, they were removed as one unit without difficulty and no patient complications were reported. The procedure was completed with another of the same devices, and patient status was reported as 'good'. Completed analysis found that the distal tip of the floppy rotawire was detached and there was damage to the burr providing evidence of interaction.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the plus unit was returned to site connected together. The guidewire was returned inserted in the plus unit. Part of the spring tip was absent from the guidewire. The remaining part of the spring tip was near the annulus of the burr. An initial examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection as per procedure. A connect/disconnect test was carried out as per procedure and no issues were noted with the unit's handshake connector during the connection of the device. The burr was microscopically examined and the burr was flared and misshapen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)